Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the time being. There are currently no supplementary data. The case is thus closed. If additional information should be received at a later time after all, the case will be reopened, and the analysis will be continued.

Event description:
Ous MDR - after an implant period of 2 weeks, it was reported that the patient experienced syncope. During the subsequent examination, a lead perforation was detected. The lead was explanted. Should additional information become available this file will be updated.